Manufacturer narrative:
The device was returned due to "abnormal bending" of the sheath. No bends were noted on the returned sheath; however, the sheath hub was detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath hub detachment is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis, confirming a sheath hub detachment of the introducer.